Manufacturer narrative:
This case was assessed by merz north america as serious. The event of vascular occlusion was assessed as expected based on the currently valid us instructions for use leaflet of radiesse(+) and possibly related to the treatment with radiesse(+). Off label use of device was coded only for formal reasons. Injection into the glabella is no approved indication for radiesse(+) in us. Based on the information provided, this case was assessed as reportable to the FDA as the event of vascular occlusion was deemed to meet the serious injury criteria of required intervention to prevent permanent damage.

Event description:
Case description: this spontaneous report was received from a us physician and concerns a female patient. The patient was injected with radiesse (+) into the glabellar, to soften the appearance of her 11s (off label use of device). Batch number was reported as unknown. After the radiesse (+) injection, the patient experienced an arterial occlusion. At the time of the report, the patient was still suffering physical appearance of the adverse event, and she reached out to the physician for help. Due to the provided information, the outcome of the event was considered as not resolved.